Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had a leak from the reservoir compartment and mentioned no delivery alarms. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer.